Event description:
The device was used during a laparoscopic nissen. Reportedly, the stomach tissue got stuck between the needle and the jaw of the instrument. When the instrument was maneuvered, a hole was caused which was oversewed with a suture.